Manufacturer narrative:
During testing, it was noted that the device door roller pin was broken. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact of a negative distal occlusion. This does not indicate a reportable malfunction. However, during verification testing at the service center, the device door roller pin was found to be broken.